Event description:
Device malfunction: incomplete sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the plunger was depressed and the thumb advancer was advanced but the sheath did not completely split. The safety release was used and the device was removed from the pt anatomy. There were no reported pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.